Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 40.8 months due to a battery status of elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.